Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had irritation at their implant site about a week ago; the implant site had healed fine, but it was still red around the area. It was noted that they had told their healthcare provider about this. The healthcare provider prescribed them antibiotics, and told them to come back in a week if the redness did not go away. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the redness and irritation at the implant site was caused by an infection. The redness and irritation had resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.